Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was complications from diabetes. The caller stated that the customer had seizure, kidney failure, was on dialysis, and had pancreas transplant. The caller stated that the customer became ill in (B)(6) of 2016. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed returning the insulin pump for analysis. The caller stated that the battery had been taken out of the insulin pump.